Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient experience low flow alarms secondary to hypotension and right ventricular failure post implant. A transesophageal echocardiogram (tee) was performed and revealed an underfilled ventricle. Left ventricular assist device (lvad) speed was decreased to 4500 rotations per minute. An urgent right ventricular assist device (rvad) was placed. Speed was increased up to 5300 rpm following rvad placement. Log files were submitted for review and captured low flow events and the speed adjustments made on (B)(6) 2025 between 16:06:26 and 20:51:09. There were no more low flow event after 20:51:11 on (B)(6) 2025. The pump log files appeared to be normal.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The rvad was placed on (B)(6) 2025. Right heart failure was not device or device therapy related. The patient was able to wean off their rvad support and was hemodynamically stable. The patient continued on inotropic support, and they would continue to wean as appropriate. The low flow alarms resolved with speed acutely decreased, a bolus of epinephrine, intravenous fluids, and titrated inotropic support and vasopressors.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed low flow alarms, which were attributed to hypotension and right ventricular failure. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported hypotension and right ventricular failure could not be conclusively determined through this evaluation. The submitted controller event log file captured multiple low flow alarms, as well as low flow events that did not result in an alarm, on (B)(6) 2025. Multiple adjustments to the stored speed between 4200-5600 revolutions per minute were also observed, consistent with the reported events. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure. No further information was provided. The manufacturer is closing the file on this event.